Manufacturer narrative:
E1 - name and address: postal code: (B)(6). G4 - PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, after a flexible ureteroscopy, retrograde intrarenal surgery (rirs) a filiform double pigtail ureteral stent set was placed into the patient and observed for proper placement using c-arm imaging. The stent appeared to be broken. Under ureteroscopy, a foreign object forceps was used to remove the stent, and it was found that a pigtail of the stent was broken. A new stent was used complete the procedure. A photo provided appears to show a section of the pigtail separated from the stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.